Manufacturer narrative:
Evaluation of the returned cat6 confirmed kinks on the midshaft and distal end. If the device is forcefully manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as kinks may occur. During functional testing, the cat6 was unable to be advanced through a demonstration rhv due to the damage on the distal shaft. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) and sheath. During the procedure, the cat6 was noticed to be kinked at the midshaft and distal end after the first aspiration. Therefore, the cat6 was not for the remainder of the procedure. The procedure was completed with ballooning. There was no report of an adverse effect to the patient.